Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product code: implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that during the implant procedure, when the lead was being connected to the device, no "tic" sound was heard when using a wrench to tighten the setscrew. The lead was then attempted to be disconnected, and could not be with the first half turn, but then became disconnected with the second half turn. The physician commented that the channel of the setscrew might be shallower than usual. A different wrench was used, the lead was successfully connected, and the device remains in use. No patient complications have been reported as a result of this event.